Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the shell, opening curved on posterior, creases fold and wear abrasion leak test and microscopic analysis were performed which identified: striated opening on posterior, opening crease smooth on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: smooth crease opening on posterior assessed as fold flaw opening. A striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device was explanted.